Event description:
The field service engineer (fse) reported to olympus, that the lcd monitor intermittently automatically restarted. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of monitor intermittently restarting was confirmed. The device evaluation found that the issue was due to a defective printed circuit board. It was also reported that the fan was not working due to being faulty. The inside harness had evidence of third party repair. The grooves of the bezel were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred due to faulty printed circuit (g1) board. Olympus will continue to monitor field performance for this device.